Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high capture thresholds. On (B)(6) 2018, the lead was explanted and replaced without incident. There were no adverse consequences to the patient.